Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01313. The pt was implanted with the scs system on (B) (6) 2007. It was reported that the pt was having to recharge the ipg up to 4 hours 2-3 times per week. In addition, she was experiencing overstimulation when changing programs and also heating at the ipg site within an hour of charging. It was reported that one of the pt's leads had migrated. The physician explanted and replaced the ipg and lead on (B) (6) 2007. Both the explanted ipg and lead were returned to ans for analysis. Follow-up on the pt found no further issues reported.

Manufacturer narrative:
Device 1 of 2. Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg has normal charge/discharge times for the settings used. The ipg passed a saline test, which would be indicative of possible overstimulation. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.